Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2008 and a revision on (B)(6) 2012 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, metallosis, and lack of mobility. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2012 noted fluid and synovitis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02353 / 02354).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6), 2008 and a revision on (B)(6), 2012 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, metallosis, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.